Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that during surgery the pump was tacked down but a spinal leak was discovered so the catheter was replaced. It was reported that the explanted catheter was discarded of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient was calling because she wanted to know if the only way to anchor the pump inside the body would be to do it surgically. The patient then explained that since implant, the pump had been flipping inside her and causing her pain. Per the patient, it took the surgeon 5 minutes to sync to the pump in surgery and the managing physician could not sync to the pump at all to fill the pump. She also stated that they were not able to get the dilaudid in the pump at implant. She then went to the managing physician who said they couldn¿t get the dilaudid in the pump because it was flipping so bad. The pump was eventually filled with morphine and she could have 20 boluses per day with a 1 hour lockout and she could have 20 in a 24 hour period.